Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There was no excessive no delivery alarms noted. The pump functioned properly. The pump was received with minor scratched lcd window and cracked reservoir tube lip. There were no cracks on lcd window noted during visual inspection. The pump was tested using a water fill test reservoir. Multiple boluses were program and delivered. There were no air bubbles noted during testing.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was 800mg/dl. The customer was treated with IV and insulin drip at the hospital. The customer states they had been receiving no delivery alarms. The customer states the pump was damaged at the screen and at the top of the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.